Event description:
Reporter alleged the customer had discrepant blood glucose results of 560 mg/dl back to back with a result of 250 mg/dl when testing was performed 5 minutes apart on the aviva system. Reporter stated the customer was not experiencing any hyperglycemic symptoms during the time of the testing. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.